Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer's blood glucose level was 400 mg/dl. Tandem technical support educated customer on how to reset the pump. Customer declined to further troubleshoot with tandem technical support.